Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported an elevator was broken at the tip from a procedure. It is reported there was no delay that exceeded thirty minutes and no injury to the patient.

Manufacturer narrative:
(B)(4). The product was returned for evaluation. Based on the product evaluation, the fields were updated. The product identity has been confirmed in the evaluation. A visual inspection revealed minor scratches along the length of the instrument and a fractured tip; therefore the complaint is confirmed. The most likely underlying cause of the complaint was determined to be excessive force experienced at the tip. The non-conformance database was reviewed and no non-conformances were found. There are no indications of manufacturing defects.